Manufacturer narrative:
The service technician was not able to confirm the reported event. The device was scrapped by the manufacturer.

Event description:
It was reported that during a surgical procedure at the user facility, the tps cord was causing handpieces to overheat. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a surgical procedure at the user facility, the tps cord was causing handpieces to overheat. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.